Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had activated a pod the cannula had not deployed. In addition it was discovered that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula not deployed. Pod download data revealed that it completed first priming prematurely, resulting in early completion of second priming without deploying the needle. Rotational sensor data indicated a rotational sensor malfunction had occurred. This led to the early completion of priming and contributed to the reported needle mechanism failure to deploy needle/cannula. No damages were observed in the device that would cause the rotational sensor malfunction. The actual cause of rotational sensor malfunction could not be determined.